Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device sought medical care due to an inappropriate system shock, late last year. The day following the first device system shock, a technician performed a system interrogation and reprogrammed the device settings following creation of a new template. However this ultimately led to system oversensing and additional inappropriate therapies. The patient expressed a lot of anxiety over the performance of the device and requested the unit be turned off. A discussion regarding possible upgrade to a transvenous system was intended to take place however to date no additional information has been received from the medical site nor any company representatives.